Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction and an infection to his adc freestyle libre sensor. Customer further reported experiencing symptoms described as redness, itching, and blistering, and having contact with a healthcare professional who prescribed fucicort (fusidic acid, antibiotic and corticosteroid combination) cream.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction and an infection to his adc freestyle libre sensor. Customer further reported experiencing symptoms described as redness, itching, and blistering, and having contact with a healthcare professional who prescribed fucicort (fusidic acid, antibiotic and corticosteroid combination) cream.